Manufacturer narrative:
Use error. Per the user guide: never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer performed the fill tubing step while still connected at the site. Subsequently, insulin was delivered causing a blood glucose of 45-50 mg/dl which was addressed with the customer's friend's mom giving the customer carbs and sugar.